Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orcapod 4 was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, water was observed leaking from the air/water valve on the scope port, and the flow was constant. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.